Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep called back with more information. Caller said back in october, patient started having feelings of stimulation still being on when stimulation was off. Caller reported they were like serious zaps and electricity all over patient's body from their neck down. Caller said they assumed the zapping was from the ins and the patient was still getting the pump filled at that time. Caller said the patient ended up having multiple CT scans because they didn't know if the patient developed a granuloma on the end of something or what. Caller said the patient got a CT of the neck, thorax and lumbar area, but the insurance denied the CT of the pelvic area - which caller thought patient should have gotten because that's where the pump was located. Caller also said they thought the CT images were cutting off parts that should be looked at. Caller said they were at the point where they think it's not the ins, the issue is with the baclofen pump because the lines is so old. However, caller said they were kind of guessing at this point because t hey hadn't seen anything thorough to prove that. [See sr (B)(6) for additional info on pump allegations].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient reported stim is not turning off when they turn the ins off with the controller and stim is turning back on on it's own. Caller stated that when stim turns back on on it's own, patient checks the controller and sees ins is on. Caller stated tablet usage stats show that ins is only being used 35% of the time and they didn't see any instances of therapy unavailable as patient and caregiver are diligent about charging when ins reaches 40%. Caller stated that while in office, caller told patient that stim was off, all programs were set to 0 ma and patient was surprised as they were still feeling stim sensation. Caller stated they "wiped" all programming from the ins and told patient to leave ins off for a couple days and they will meet with them next week to see what usage stats show. Caller stated patient will be having CT scan done as well. Caller stated that even as patient was walking out of the clinic (with stim off and programming cleared), they were still feeling stim. Caller stated they had patient demonstrate using controller and turning stim off/on and patient appeared to be doing this correctly. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss suggested patient keep a dairy of any instances where they feel or see that ins has turned on so that the diary can be compared to what the device is showing when they meet with the patient. Tss suggested generated mdt report the next time they meet with the patient and gathering log files.